Manufacturer narrative:
The field service representative (fsr) was onsite the week of 01-jan-2018 and adjustments were made to the ultra sonic mixers. The customer performed precision testing after this visit and the results still suggest issues with rinse functionality, mixing or sample pipetting. Based on the information available, the issue is most likely due to a pre-analytical issue.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 neonate patient tested for bilt3 bilirubin total gen.3 (bilt3) on acobas 6000 c (501) module. The initial bilt3 result was 4 umol/l. This result was reported outside of the laboratory where the clinician questioned the result. The sample was repeated and the result was 301 umol/l. No adverse event occurred. The bilt3 reagent lot number was 248261 with an expiration date of 30-nov-2018. After the initial point of contact, the customer questioned low results for 2 additional patient samples tested for fructosamine and total protein. Based on the data provided, the total protein (tp) results were erroneous. The initial tp result was 2.7 (unit of measure not provided). The repeat result was 67.8. The erroneous results were not reported outside of the laboratory. The field service representative checked all the system hardware, replaced the sample probe, and readjusted sample probe in all directions. He checked and verified the rinse station tubings were okay and cleaned the incubation bath and mixers. He adjusted the wash levels and confirmed the nozzles were all springing ok. He ran mechanism checks and successful qc. Based on the reaction monitor, it appears that an inadequate amount of sample was pipetted for the initial bilt3 result. Calibration and qc were acceptable. Multiple "abnormal probe sucking/aspiration" alarms were observed during a review of the alarm trace. The contamination of the sample probe could be caused by a pre-analytical issue. Based on the information available a general reagent issue can be excluded since calibration and qc were acceptable. Based on the results of the precision check, there may be issues with rinse functionality, mixing or sample pipetting.